Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump suddenly shut off during rewind. No further information regarding the sudden loss of power reported. After the sudden loss of power, the customer was unable to get back into automode. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.